Event description:
A pharmacist reported to baxter (B)(4) of a solution administration set in which the male luer broke inside a stopcock while trying to be disconnected from the stopcock. The process step is during infusion. There is report of patient involvement; however, there was no report of patient injury/adverse events, or medical intervention in association with this event. The set and hubert spike had to be changed out. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was available for evaluation. A visual inspection revealed that the luer lock was damaged/deformed. Functional tests could not be performed since the luer lock was damaged; therefore, the problem was not confirmed. There root cause was not identified. No repairs were made as this is a single use only device. A batch review cannot be performed since there was no lot number provided.